Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and this complaint is still under investigation. Additional info from the voluntary report: (B)(4). Pro-padz adult multi-function electrodes.. (B)(6). The reporter does want their identify disclosed.

Event description:
Complainant alleged that while defibrillating a (B)(6) male pt who was in respiratory arrest, an arc was seen from the electrode pads. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Pt had a respiratory arrest with v-fib while in the emergency dept. Successfully defibrillated times one with 200 joules. While being defibrillated, an arc of light was seen. Afterwards, one small quarter sized burn was seen on the left chest area. Pt diagnosed with an acute inferior wall stemi and was taken emergently to the cardiac catheterization lab. Successful percutaneous coronary artery intervention of the rca was done. Pt required no treatment for the quarter sized burn. Expiration date on pro-padz: 02/13/2011.